Manufacturer narrative:
Additional info for sculptra (lot#/exp date unk) from product technical complaint report (B)(4) dated (B)(6) 2007, received by (B)(6) on 17-oct-2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info received from this spontaneous case was received from a consumer on 08-oct-2007: a male consumer last received treatment with poly-l-lactic acid (sculptra) 2 months ago, and has since developed lumps right above the cheek bone. He has been massaging them everyday and they have gotten better, but are still present. The consumer declined to provide further info.